Manufacturer narrative:
There were no indications that the closure catheter was defective. The product was not returned. Thrombus is a potential complication of any surgical procedure. The pt potentially had coagulopathy due to previous thrombotic event and family history.

Event description:
In 2006 patient underwent rf ablation of the right greater saphenous vein, as well as phlebectomy procedure. Pt was given discharge instructions and released the same day in excellent condition. Next day, patient was at home and in distress. Her husband called paramedics. She was unconscious on the scene and could not be resuscitated.